Manufacturer narrative:
The device was evaluated at the customer site by an olympus field service engineer and no device abnormalities were found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center, stack had no input and disco lights on the screen. It was reported that the procedure was completed using a similar device, but the procedure is unknown. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated d4 UDI number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.